Event description:
Event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the silk and plastic tape cause skin irritation and when she removes the tape it tears her skin. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).